Event description:
The facility reported a colleague infusion pump with a malfunction of bad display. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "bad display" was not confirmed nor reproduced during product evaluation. Therefore, the root cause was not identified and no repair was necessary. Should additional information be received, a follow-up medwatch will be submitted.